Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge rapidly depleted from 75% to 5% battery life. The customer reported a blood glucose level of 204 (mg/dl) and delivered a bolus. It was indicated that injections would be used for alternate insulin therapy.